Event description:
Primary stability not achieved, implant was completely covered with bone, thread tap used, complication in site preparation (dimension of implant was too small), immediate implantation